Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement, the dislodgement was discovered as the lead was not delivering pacing. No additional adverse patient effects were reported.